Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set which was reported that black dots noted in hundreds of ICU medical IV tubing. Pt: 2001. Device: 1170. There was no patient involvement and harm.